Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -6.0/2.5/90 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting. On (B)(6) 2022 the lens was exchanged with a longer length lens. This resolved the problem. The cause of the event was reported as unknown.